Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if any future malfunctions occur, which they acknowledged and understood.